Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. It was noted that the lead was returned severed 1200mm from the terminal end, in 2 segments. A portion of the lead is missing. Analysis of the returned portion of the lead was unable to confirm the observed clinic allegation of low pacing impedance. During analysis is was not that the distal hv cable has been pulled out of the terminal connector crimp , which likely would have occurred during the explant procedure. The investigation conclusion of unintended use error was selected base on the analysis findings of induced damage during explanted. This is not deemed to indicate product defect or malfunction.

Event description:
It was reported that this right ventricular lead was surgically explanted due to exhibiting low, pacing impedance (less than 200 ohms). A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported. The lead was returned, and analysis complete.